Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced but failed to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed the balloon was torn longitudinally.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. The balloon was loosely folded. There was blood in the inflation lumen and wire lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was a 5.5mm tear in the balloon material on the proximal end of the balloon. The distal tip was damaged. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).